Event description:
The core universal driver was sent for eval due to overheating. There was no pt involvement, and no adverse consequences associated with the device. No further info was provided.

Manufacturer narrative:
Failure analysis is in progress, a f/u report will be submitted once the quality investigation is completed.